Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.